Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 27th mar 2026, it was reported by an arthrex employee via email that ar-3636 kl 1.8 fibertak, shoulder batch 15499491 shuttling suture broke after implant insertion. This was detected during remplissage procedure on the same day. No product break inside nor fragment retained in patient and procedure was completed successfully with a new implant.